Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the spine clamp was heavy to open or close. There was no patient present at the time of the issue.